Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014. Patient was discharged from the hospital on (B)(6) 2014. At a follow-up visit on (B)(6) 2015 the patient reported they had been hospitalized for a total of 2 days due to gerd symptoms (heartburn esophagitis) and a gastroscopy was performed at the time. At a follow-up visit on (B)(6) 2016, the patient reported they had difficulty swallowing with "symptoms noticeable and bothersome but not every day." It was noted that the patient also experienced "a lot of coughing" and "no heartburn." Device explant due to dysphagia and patient request occurred without issue on (B)(6) 2017. The patient's dysphagia resolved after device removal.